Event description:
The patient was seen about a month ago and it was determined that a programming error occurred by the facility. The details of this event were not provided; per the reporter, no pump programming errors were noted when the pump was explanted. The patient had clonidine added to the pump and had a "bad reaction" to the clonidine; the medication was removed from the pump but fentanyl remained in her pump. The patient stated that her pump was removed due to "having hip surgery." It was also reported that there was a "change in therapy effect." The patient initially requested an analysis of her explanted pump and then pump to be returned to her. The patient later requested that the pump be returned to her immediately.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis; no analysis was performed. At the patient's request, the pump was returned to the patient without decontaminating or performing any testing.